Event description:
Catheter was found to be kinked upon opening the box.

Manufacturer narrative:
Tech eval: the device was rec'd in a biohazard bag; there is no indication of use on a pt; however, the sterile barrier was removed. The device presented a series of kinks on a distal flexible zone: kink at 3mm from the tip. A 1/2 cm flat section approx 3cm from the tip. Kink at 12 cm from the tip. The device pouch was rec'd with the device and it was opened approx 15 cm from the top to expose the catheter. Conclusion: it has been seen in previous instances that damage can be caused to the flexible zone when the device is removed without clearing the device from the holding tab during unpacking. However, the customer is stating that the catheter was found kinked upon opening the box may indicate that the damage was caused during the packaging process at penumbra. The kink at 12cm from the tip most likely occurred upon return to penumbra for eval because the device was folded in the biohazard bag. The DHR of this mfg lot has been reviewed. The MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 1097-01 (lot# l12259) and sub-assembly pn 0918-01/a (lot# l12027). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.